Event description:
It was reported that approximately two hours after the iab was inserted in the patient, the balloon ruptured. Therefore, the iab was removed and replaced. There were no patient complications.

Event description:
It was reported that approx two hours after the iab was inserted in the pt, the balloon ruptured. Therefore, the iab was removed and replaced. There were no pt complications.